Event description:
It was reported that seven days after placement the patient experienced infection issues. The PICC was removed and the bacteria staphylocoque epidermitis was found within the PICC line. No other information was provided. This report addresses patient one.

Manufacturer narrative:
H10: in march 2017, the previously submitted supplemental report was submitted erroneously as follow up #2. On 22-nov-2024, an email was rec'd from FDA problem report specialist/MDR data systems team notifying bd of the missing follow up #1. Therefore, this sup will be considered follow-up # 1 to allow for the processing of the previously submitted follow up #2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per the facility, the infection occurred in the inpatient setting. The dressings on the PICC was not customarily changed 24 hours after placement. The facility did not use biopatch on the PICC dressings. The infection was confirmed by blood cultures. The PICC was used for either tpn or antibiotics. The facility has since organized hospital wide education for the nursing staff on care and maintenance of piccs.

Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Follow up #1 was submitted stating an email from the FDA was received on 22-nov-2024, but was actually received on 31-dec-2024 in the h11 narrative. This supplemental is being submitted to correct that date.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reaq1388 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reaq1388) have been reported from the same (B)(6) facility.

Event description:
It was reported that seven days after placement the patient experienced infection issues. The PICC was removed and the bacteria staphylocoque epidermitis was found within the PICC line. No other information was provided. This report addresses patient one.